Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device could not be interrogated during initial follow-up. At a subsequent follow-up the device was able to be interrogated as normal. Patient was stable before, during and after the event.